Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a stunning sensation, faintness, and an electric shock. The patient had received an inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead also had unstable thresholds, loss of capture, inhibition of pacing, and a possible fracture. The rv lead was explanted and replaced. During the procedure, the rv lead was destroyed as a result of laser explant. No further patient complications have been reported as a result of this event.